Event description:
It was reported that following a right hemicolectomy the patient had a leak from the staple line on post op day 29. There were no reports of a device issue during the initial procedure. The device was discarded. Several follow request have been sent to determine device leak, source of leak, how the leak was mitigated and patient status. No response received. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable.